Manufacturer narrative:
The lens was returned for evaluation. Visual inspection found one haptic torn off and missing from the optic. The other three haptics are attached and not damaged. The optic is not damaged. The cause of the damage could not be determined. Functional testing could not be performed due to the damage. The lot history record was reviewed and there were no non-conformities or anomalies related to this complaint. Based on the information provided the most likely root cause are user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. In the surgeon¿s opinion, the event was due to a loading error.

Manufacturer narrative:
The lens has been returned and is currently under evaluation. Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that upon inserting the lens in the patient's eye the lens tore. The incision was enlarged but no sutures were required. A back up lens was implanted with no issues. In the surgeon's opinion the event was due to a loading error. The patient's prognosis is good.